Event description:
It was reported that the foley catheter balloon would not deflate when attempting to remove it from the patient. Multiple attempts were made to deflate the balloon without success. Urology consulted and had to attempt to deflate the balloon but met with resistance each time. Finally, on 3rd attempt, they were able to remove the balloon from the patient.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to ¿incorrect balloon design (balloon wall thickness excessive)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. " h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter balloon would not deflate when attempting to remove it from the patient. Multiple attempts were made to deflate the balloon without success. Urology consulted and had to attempt to deflate the balloon but met with resistance each time. Finally, on 3rd attempt, they were able to remove the balloon from the patient.